Event description:
During internal failure analysis investigation, the patient side manipulator (psm) arm failed the brake weight drop test. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi and was analyzed. Failure analysis investigation found that the arm failed the in-house weight brake drop test. The axis-1 and axis-2 brakes will be replaced with the current version to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator (psm) arm failing the in-house weight brake drop test during failure analysis.